Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, mid right coronary artery, after predilatation with a non-abbott balloon catheter the 2.5 mm x 10 mm mercury balloon was inflated to 2 atmosphere. The vessel was opened for the stent deployment but the xience prime stent delivery system (sds) could not pass through the tough lesion. Force was applied to the sds and the distal shaft broke into two pieces during the procedure. The device was removed from the anatomy; the procedure was completed with a non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned for evaluation. Subsequent information received revealed that the returned device did not match the reported information and the actual device is no longer available. The device was not returned for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed there were no other incidents for shaft separation/detachment for this lot. The xience prime everolimus eluting coronary stent system instruction for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.